Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms based on the imaging provided, the noted radiolucency in the proximal femoral region and around the acetabulum and the angle of the acetabular cup could represent component migration, and/or micromotion and could not be ruled out as a potential contributing factor to the reported event. The condition of the trunnion was not provided. Additionally, without the requested medical documentation and/or product evaluation, the root cause of the metallic-stained tissue/bone loss could not be fully evaluated and a mal-performance of the components with metallosis could not be confirmed. The patient impact beyond the reported symptoms and revision with a modified surgical procedure could not be determined, as it was reported that the patient status remains unknown. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include damaged product, implant corrosion or wear. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed

Event description:
It was reported that a revision surgery was performed on a total hip replacement after 5 years of the primary surgery due to metallosis of some part of the prosthesis. The patient suffered from soft tissue damage and bone loss. It was a changed in the surgical technique. It is unknown if there was a delay in the surgery or the patient health.